Manufacturer narrative:
Insulin pump passed displacement test, prime or compromised force sensor system alarm test, excessive no delivery test, self test and unexpected restart error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was tested with no rf pic failed self test alarm noted. Insulin pump received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o - ring, cracked case near display window corners, cracked on display window, stained address or serial number label and severely scratched display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test occurred. The patient¿s blood glucose level was unknown at the time of the incident. The customer performed a self test and test passed. The insulin pump will be returned for analysis.